Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 436 mg/dl. As treatment, the patient removed the pod and administered a manual pen injection of insulin. The patient was advised to apply a new pod after 2 hours.

Manufacturer narrative:
The returned device was evaluated and the inspection of the fluid path components found the soft cannula to be torn and shortened. The length of the soft cannula measured below specification at 0.7635 inches. It could not be determined when or how this damage occurred. Fluid was unable to flow through the complete fluid path due to the torn and shortened cannula. The download data does not contain any timeouts or pulse width increases that would indicate a struggle to deliver insulin. Inspection of the phb data showed that the agc algorithm was able to appropriately adapt to changes in egvs and user inputs. No other damages or deficiencies were found that would result in the device failing to deliver insulin.